Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient developed skin irritation and rash around the pocket site, lead site, radiating to the back and torso. It was noted that the rash became uncomfortable and the physician was unsure what caused it. The patient was treated with prednisone.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient developed skin irritation and rash around the pocket site, lead site, radiating to the back and torso. It was noted that the rash became uncomfortable and the physician was unsure what caused it. The patient was treated with prednisone.